Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter-employed nurse from (B)(4) of peritonitis in a patient, coincident with dianeal pd2 ultrabag and extraneal viaflex therapies for peritoneal dialysis (pd). On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same date. The cause of the peritonitis was unknown. The patient started treatment with fortum (1g, ip), vancomycin (1gm, ip), fortum (1g, ip) and fluconazole tablet (200mg, every day). Dianeal and extraneal therapies were ongoing as was remedial treatment with fortum. The nurse believed that the peritonitis was not related to dianeal and extraneal therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4). The cause of the reported condition of peritonitis is undetermined.